Manufacturer narrative:
The investigation into patient's vessel damage has been completed. No product was returned. Per the clinical investigation, the root cause of the vascular damage-great vessel is most likely due to the patients condition. The relationship between the impella and the vascular damage is unknown.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 85-year-old female was implanted with an impella 5.5 for mechanical circulatory support post coronary artery bypass graft (CABG) procedure. Upon ramping up p levels, it was noticed that the patient had a dissection in their aorta. It was unclear to the local team and medical staff if it was caused by the impella or if it was an anatomical issue with the patient. The impella 5.5 had to therefore be explanted.